Manufacturer narrative:
A1,2,3,4,b6,7,d10-information not provided by affiliateh4,d5-information not availableh6: the extension legs had collapsed due to the scope not being used during tunneling which may have damaged the balloon. The stopcock was closed as well. Based upon the inquiry information received and the visual examination, it was concluded that the balloon had become cut during surgery, making the instrument nonfunctional. The instrument was received with the extension legs severely bent and with a cut in the balloon. The cut was approximately 270 degrees from the stopcock position. It was a lateral cut and was approximately 1/16 of an inch wide in the proximal portion of the balloon. It was cocnluded that the damage to the extension legs may have occurred due to the instrument being tunneled without the scope being inserted, and this damage may have caused the balloon to become compromised. Each instrument is evaluated during the assembly process to ensure that it functions properly. The balloon and the extension may become compromised if the instrument is inserted without the scope, which provides support during tunneling.

Event description:
The device was used during a laparoscopic hernia repair (extraperitoneal). It was reported by the rep that the rptr cut down to the pre-peritoneal space and used finger dissection to expand this space. He lubricated and inserted a balloon dissector and proceeded to blow up the balloon. However, the balloon only partially inflated and a clear field could not be seen on insertion of the laparoscope. The dissector was withdrawn and it was obvious the cage had bent on insertion. In the process, the balloon had torn and the peritoneum was torn leading to the abdandonment of the laparoscopic approach. Excessive force was not used to insert the device. "The cage bent on insertion causing the balloon to tear."